Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the field lt and rt logs were reviewed, and high purge pressure and low purge flow were confirmed throughout the case. Visual inspection of the returned pump revealed no obvious abnormalities associated with the purge system. The pump was plugged into a console and purged normally for approximately 30 minutes. Further inspection of the pump catheter revealed a kink at the 36cm mark. Stripping the catheter revealed kinked wiring indicative of catheter kink. The root cause of the high purge pressure and low purge flow was determined to be a kinked purge line during support. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was replaced after the purge pressure increased. The pressure of the purge system gradually increased, and the flow rate decreased.